Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt while filling the cartridge with insulin. Customer changed the syringe needle and cartridge was filled. Insulin delivery was resumed. Customer's blood glucose was 200-300 mg/dl.